Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the roller pump display was found to be damaged to the extent that portions of the screen were unreadable. There was no patient involvement.

Manufacturer narrative:
The fsr replaced the roller pump display. Verification/release testing was performed. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to lab use only (luo) testing equipment. The pst observed that the display damage prevented the data from being seen completely on the screen. The display was partially disassembled, and it was found that the damage was strictly to the display membrane screen. It was determined that the roller pump display did not meet specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.